Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to a dislodgement. The boston scientific sales representative noted that the lead had dislodged at an unknown time in the past and the physician opted to program the device to aair 50, as the initial indication for implant was sinus arrest. Recently, the patient was given a holter monitor by her primary care physician which showed episodes of intermittent intrinsic pauses from to complete heart block, which led to the lead revision procedure. A new rv lead was successfully implanted and no adverse patient effects were reported.